Event description:
It was reported that during a oesophagectomy and partial gastrectomy procedure, while using device to cut across stomach, a gold cartridge was selected and the device felt sticky to close and then difficult to fire. The result was malformed staples at the distal end of staple line; this was first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.